Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the o2 gas module to resolve the issue and sent it back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The provided logs confirm o2 concentration high alarms at multiple occasion. The returned o2 gas module has been tested in a ventilator. It passed the pre-use check. The o2 readings were correct and no other issues were found during ventilation for more than 24 hours. It passed three pre-use check after ventilation without any issue. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low/high o2 or high pressure. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. However, the reported issue could not be reproduced at the manufacturer site. Therefore, it was not possible to confirm if the replaced o2 gas module was faulty.

Event description:
Manufacturers ref#: (B)(4).

Event description:
It was reported that the ventilator generated an alarm indicating high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).